Event description:
It was reported that during a procedure, after finishing ablation of the left pulmonary veins and about to reach for the right pulmonary veins, a loud bang was heard and a flame and sparks were observed from the footswitch port. A message was noted, "pfa generator fault. Hardware issue detected. Select restart to restart the pfa generator." The procedure was changed to rf to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One pulse field ablation (pfa) generator was received for evaluation. Visual inspection revealed that the front ports, rear ports, and chassis exhibited wear consistent with normal use over time. The unit was powered on; however, the generator failed to pass the power-on self-test (post). A hardware 101 error was displayed, and system logs could not be retrieved. Disassembly of the device identified evidence of electrical thermal damage to the bfc pinnacle hv board and the hv bridge board located in slot 1. The reported field event was confirmed through visual inspection findings. Although the issue could not be reproduced during functional testing, the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board and the hv bridge board in slot 1. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.